Event description:
It was reported that on (B)(6) 2012, the patient presented with an st elevated myocardial infarction and a thrombotic subtotal occlusion in the mid right coronary artery (rca). The mid rca was pre-dilated using a 2.0x20 non-abbott balloon dilatation catheter (bdc), followed by deployment of a 2.5x28 multi-link mini vision stent delivery system (sds) and a 2.5x18 multi-link mini vision sds. The stents were post-dilated using a 2.5x20 nc trek bdc. While still in the coronary cath lab, the patient developed chest pain and st changes. Testing revealed thrombus in the middle of the stented portion. A thrombectomy was performed, followed by dilatation of the area using a 2.5x20 nc trek bdc to restore flow. Intravascular ultrasound (ivus) revealed that the entire stented segment was malapposed to the vessel wall, thus, post-dilatation of both stents was performed using a 2.5x20 non-abbott bdc, resulting in a timi flow of 3. In addition to existing prescribed medications, the patient was prescribed integrilin and was discharged on the same day. The patient returned later that night with another st elevated myocardial infarction and total thrombotic occlusion of the mid rca. A thrombectomy was performed, followed by dilatation using a 2.5x20, a 3.5x20, then a 4.0x20 non-abbott bdc to restore flow. An edge dissection was noted proximally and was treated via deployment of a 4.0x28 multi-link vision stent, resulting in a timi flow of 3 and 0% residual stenosis. The patient was discharged with the previous prescribed aspirin and an anti-platelet medication. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The 2.5x18 multi-link mini vision referenced is being filed under a separate medwatch report. Maude event report received indicates: on (B)(6) 2012, pt. Admitted through with ed stemi. Mid rca with thrombotic subtotal occlusion. The 2.0x20 apex rx to pre dilate, 2.5x28 multi link mini vision and 2.5x18 multi link mini vision deployed, 2.5x20 nc trek to post dilate. While still in the ccl, pt. Developed chest pain and st changes. Relook reveals focal thrombus in middle of stented portion. Thrombectomy performed, and 2.5x20 nc trek to restore flow. Ivus used to reveal stent apposition throughout secondary to fibrocalcific disease; however, 2.4 to 2.5 mm lumen pt. The 2.5x20 nc quantum apex to post dilate entire stented segment. Timi iii flow. Integrilin added to previously given meds including asa, heparin, angiomax, and brilinta. Pt. Discharged (B)(6) 2012 on meds including asa and brilinta. On (B)(6) 2012 1055 returned to ed with stemi. Total thrombotic occlusion of mid rca. Thrombectomy performed, 2.5x20 nc quantum apex , 3.5x20 nc quantum apex, 4.0x20 nc quantum apex used to restore flow. Edge dissection noted proximally and 4.0x28 multi link vision placed. Timi iii flow and 0% residual stenosis. Pt. Discharged on meds including asa and brilinta. The stent remains in the patient and the stent delivery system is not returning for evaluation. Dissection and thrombosis are listed in the vision instructions for use as known adverse events of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. (B)(4)